Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: on investigation, the pump powered on with a fully illuminated, easily readable display screen devoid of any issue that would impede the user's ability to clearly read the display screen. Investigation did not confirm nor duplicate the alleged issue of glue residue on the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging that the display lens seal peeled off and left residue on the display. The reporter was unable to confirm if the screen could be read safely. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.